Event description:
Patient was revised to address squeaking, clunking, and pain, which all began with a fall in (B) (4) 2009.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.